Event description:
It was reported to boston scientific that during a percutaneous nephrostolithotomy procedure, using a lithoclast ultra ultrasound probe, metal shavings came off the probe into the pt's kidney. Some of the shavings were removed; the physician opined that the rest would pass on their own. The procedure was completed with another of the same type of probe with no complications to the pt, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The lot number of the device is unk; consequently, the manufacture date and expiration date cannot be determined. The device has been received, but an eval has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this.